Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found the device would not power up. The cause was the main pcb (printed circuit board). The display was also out of specification, with segments missing. Two side bail covers, the upper and lower cases, and the ring cover were broken, the battery contacts were compressed, and the ring was bent.

Event description:
It was reported the unit had a bad display. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.